Event description:
It was reported that the pump was unplugged and the battery failed after twenty minutes. There were no reported patient complications.

Manufacturer narrative:
Pump was checked by arrow field service. Battery only ran for twenty minutes after a weekend charge. Battery replaced. Low battery sent to manufacturing facility for evaluation. Date code indicated battery was manufactured in august 2003. Iabp was manufactured in december 2003. Battery failed on uba4 test strand after thirteen minutes - below specifications and failed capacity 1.98 ah - below specification. Battery confirmed defective.